Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the neo meter were reviewed and the dhrs showed the neo meter passed all tests prior to release. Dhrs for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed within specification. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer called to report a delivery issue and noted that due to not receiving the product resulted in a medical event. The customer initially called on (B)(6)2019 and reported the adc blood glucose meter reading was higher when compared to an hcp meter. At the time of the original call, a replacement reader was ordered but there was no report of any treatment. A caregiver called back on (B)(6)2019 and reported the ordered device had not been received and the customer was unable to test. The customer experienced excessive sweating, tremor, seizure and a loss of consciousness. The customer had contact with a healthcare professional and was diagnosed with hypoglycemia and intravenously administered insulin (dose unknown) for treatment. The caller noted that at the time of the medical event, customer glucose reading was 46 mg/dl however, it is unknown when the reading was obtained or from which device. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer called to report a delivery issue and noted that due to not receiving the product resulted in a medical event. The customer initially called on (B)(6) 2019 and reported the adc blood glucose meter reading was higher when compared to an hcp meter. At the time of the original call, a replacement reader was ordered but there was no report of any treatment. A caregiver called back on (B)(6) 2019 and reported the ordered device had not been received and the customer was unable to test. The customer experienced excessive sweating, tremor, seizure and a loss of consciousness. The customer had contact with a healthcare professional and was diagnosed with hypoglycemia and intravenously administered insulin (dose unknown) for treatment. The caller noted that at the time of the medical event, customer glucose reading was 46 mg/dl however, it is unknown when the reading was obtained or from which device. There was no report of death or permanent injury associated with this event.